Event description:
Information was received that the 7.5 french ptfe introducer kit was used in a procedure where the patient had a minor pneumothorax. The physician had some difficulty locating and accessing the superior vena cava due to the patients unusual anatomy. The repeated attempts most likely caused pneumothorax. No additional adverse patient events were reported.